Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# serial# (B)(4), implanted: (B)(6) 2016 explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead broke during explant, a portion of the lead remains in the patient. No further complications were reported.